Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a sore on their right side and that the garment was rubbing their skin because it was too tight. The patient was re-measured by the distributor support service and provided a garment in the appropriate size. The patient was also given an antibiotic cream by their doctor and their wife, who works in a health care field, was bandaging and putting ointment on the skin irritation. During a follow up call, the patient reported that the skin irritation improved. There was no allegation of a device malfunction associated with the reported skin irritation.